Event description:
Patient had a previously placed abdominal aortic aneurysm stent graft that was partially covering the left renal. At 9-12 months post procedure, the physician attempted to cross renal artery/graft stenosis. The visi-pro was removed and pta attempted. The visi-pro stent was visually checked and re-inserted to attempt again; however, the device still would not cross. The physician removed the device, and pta'd the site again. After that, the visi-pro deployment was attempted a third time and at this point, became dislodged from the stent delivery balloon. A gooseneck snare attempted to capture the visi-pro stent unsuccessfully, which then migrated to tibeoperoneal trunk. The patient was then transferred to the hospital for a cutdown and snare of the visi-pro stent. Patient doing well post-operatively.